Manufacturer narrative:
Continuation of d10: product ID: 977a260, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that one of the reps contacted patient services on (B)(6) without even talking to them about it. Patient stated that this is a violation of their privacy. Patient mentioned that they met with the representative at their pain doctor's office to reprogram their remote and when they told the representative that it was only their right leg that was being stimulated, the representative never talked to the patient about it and said that they would reach out to medtronic. Patient also stated that they are getting constant letters from medtronic with questions that they want them to fill out and they don't know if anything can be done about only getting stimulation in one leg. Patient provided reference number and the most recent letter was on (B)(6); patient added they do not know how many letters they have gotten because they throw them all away. Patient noted that the letters ask the same questions and they are pissed off by the rep that reported the issue when there really was no issue. Agent reviewed that it was not a rep who had previously reported the event but that it looked like the patient and an MRI tech called inquiring about an MRI and the information came up. Patient noted that they did not know that both legs were supposed to be getting the stimulation and that from implant date they only ever had stimulation in their right leg. Patient stated that they are not sure if they want to get cut open again and if medicare would even cover that; agent reviewed that the lack of stimulation is either from a lead issue or a programming issue. Patient reported that they have spoken to someone who is the manager of all the reps and that he knew that only one leg was getting stimulation and never reported it; patient added that they would love the stimulator to fully work and that they almost got a pump device but now because of this situation they are not going to. Patient mentioned that they are on permanent disability and think that the real issue is a bad lead. Patient kept reiterating that they are pissed off about a rep or MRI tech reporting their information without consulting them or their doctor; patient added they do not want to get their doctor in trouble as they have done nothing. Patient noted that they are only reprogrammed once a year and they just were in august and now this is happening. Patient was very escalated so agent could not obtain the reference letter questions and answers; it was unclear if patient even had any letters left. Patient demanded that no more letters be sent to them and that they are calling the MRI facility where they last had an MRI. Agent did not obtain managing hcp as patient was escalated. Agent documented the reported event.